Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The returned device was evaluated and no non-conformance was identified. The vacuum test is conformed (no air leakage). The safety clamp is missing and the bag holders are pushed; some monomer entered in the cylinder cannulas. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense from the pouch into the cylinder. There was no delay in procedure and no patient injury.